Event description:
It was reported that the patient presented to the hospital due to syncope and a black eye and sore shoulder from the syncope. The patient's intrinsic rhythm was reported to be atrial fibrillation with a ventricular rate in the 30 beats per minute (bpm) range. The patient's device was at end of life (eol). It was further reported that the patient stated that they had never sought device follow-up care. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.